Manufacturer narrative:
The ge service rep was unable to duplicate the problem. The interconnect cable was in poor condition. Since he as unable to retrieve the error logs from the hard drive, he replaced the interconnect cable and re-loaded the software. The system operates as manufacture intended.

Event description:
The customer reported that the system image appeared distorted on the monitor. The technician re-booted the system and continued with the case.